Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 583mg/dl, and her blood glucose was treated with an insulin drip. The caller mentioned having a bent cannula. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Instructed the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.